Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via social media post that the insulin pump alarmed no delivery. The customer's blood glucose reading was over 500 mg/dl at the time of incident. Customer indicated that the alarm was resolved by a complete set change and does not want to return the pump or infusion set for analysis.